Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when using the video system center there is no endoscopic image. This issue was identified during pre-use inspection prior to a diagnostic upper endoscopic screening procedure. The procedure was completed with replacement equipment. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation. The customer reported issue could not be reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.